Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device did not produce an image and exhibited water leakage due to damage to the cable unit. Additionally, damage to the adapter preventing it from connecting to the scope. There was no patient involvement.